Manufacturer narrative:
A case of a lead revision was reported to abbott. Leads were replaced due to lead migration. Pt has effective therapy post op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s leads migrated. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.